Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (09/05/2014)-device evaluation: the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on 08/29/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra meter has a power issue (does not turn on) and is testing in memory mode. This complaint was classified based on the customer care advocate (cca) documentation. The patient was not available for follow-up information. The patient¿s diabetes is managed with oral medication (metformin) and insulin (novolog and lantus). The two reported issue began on (B)(6) 2014 at around 7 pm. The patient reportedly did not take any action in regards to diabetes management based on the lfs meter reading. Within the hour, the patient tested at 600 mg/dl in the emergency room and required medical intervention with IV glucose. There was no report of any symptoms at the time of concern. Both issues, testing in memory mode and power issue, were not resolved with troubleshooting. There was no product misuse. The meter did not power on with the power button and the insertion of the test strip. Based on the information provided, the battery did not need to be replaced. This complaint is being reported because the patient required medical intervention for acute complication of diabetes after the power issue and testing in memory mode issues began. The subject lfs products were replaced and requested back for investigation.